Event description:
Same case as #: 2134265-2009-02310. It was reported that during a percutaneous transluminal coronary angioplasty procedure, a dissection occurred. The lesion was located in the left main. The physician attempted to image the aorta using the atlantis sr pro ivus catheter, however, it was noted that it was difficult to determine if the atlantis was crossing the lesion. The physician placed another manufacturer's guide catheter in the left anterior descending (lad) coronary artery, then exchanged it for the 6fr runway guide catheter. The physician wired the lad with two guide wires from another manufacturer and the forte guide wire. When the physician "finished", ivus was used to image the left main and it was noted that a dissection occurred in an unspecified vessel. The patient was sent to surgery. The patient's condition post-surgery was noted as "stable". It is unk if this device caused or contributed to the dissection. Additional information was requested but not received.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.